Event description:
It was reported that a rota wire became detached. The target lesion was unknown. A 330cm rotawire was selected to be advanced to the lesion. Upon introduction, the physician was trying to advance the rotawire through the support catheter. It was observed that the floppy section of the wire broke. The procedure was completed with a different device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rota wire became detached. The target lesion was unknown. A 330cm rotawire was selected to be advanced to the lesion. Upon introduction, the physician was trying to advance the rotawire through the support catheter. It was observed that the floppy section of the wire broke. The procedure was completed with a different device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the spring tip fractured and the body kinked at 134.7cm approx. From the proximal end. Spring tip could not be measured due to the spring tip was not returned. All the outer diameter measurements are within the specifications . The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The results include, failure on spring occurred due to a torsion overload and failure on corewire occurred due to torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a rota wire became detached. The target lesion was unknown. A 330cm rotawire was selected to be advanced to the lesion. Upon introduction, the physician was trying to advance the rotawire through the support catheter. It was observed that the floppy section of the wire broke. The procedure was completed with a different device. There were no patient complications reported and the patients condition is fine.